Event description:
It was reported that premature deployment occurred. The stenosed target lesion is located in the lower extremity. A 5 x 60 x 130 innova stent was selected for use. During introduction, the stent expanded automatically after entering the sheath. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that premature deployment occurred. The stenosed target lesion is located in the lower extremity. A 5 x 60 x 130 innova stent was selected for use. During introduction, the stent expanded automatically after entering the sheath. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed the stent deployed 1.9 mm from the distal end. The sheath is no longer sitting on top of the proximal end of the tip. The thumbwheel lock and rack are still in the manufactured positions. Microscopic examination revealed no additional damages.